Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the x-ray provided is a single view so comparisons cannot be made to original placement and which component subsided but there could be movement of both the cup and the stem. The root cause of the subsidence is most likely due to the prostate cancer and radiation treatment which was possibly a contributor to the poor bone quality and reported necrosis. The patient impact beyond shortening of the left hip and revision procedure cannot be concluded. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient had radiation of pelvic area causing necrosis of opposite hip (left) which caused shortening. Surgeon tried equalizing the two leg lengths which caused subsidence. Cemented stem was used for revision due to poor bone quality.